Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was attached upon device deployment¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequent to the initially filed report, the following information was received: the returned device analysis noted an additional prostyle device. Follow-up with the account confirmed the additional device is from the same case also reported as no suture on the plunger. No additional information was provided.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two prostyle devices using the pre-close technique via a 7f hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, with both devices, no sutures were attached upon device deployment. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a sheath greater than 10f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The other prostyle device referenced in event is filed under a separate medwatch report number.